Event description:
A report was received that the patient underwent an explant procedure due to high impedances. The patient had a previous non device related cervical fusion and is wearing a magnetic device around his neck. It was not known if electrocautery was used during the fusion or if the magnetic device was the one that was causing high impedance. The patient was doing well after the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient underwent an explant procedure due to high impedances. The patient had a previous non device related cervical fusion and is wearing a magnetic device around his neck. It was not known if electrocautery was used during the fusion or if the magnetic device was the one that was causing high impedance. The patient was doing well after the explant.

Manufacturer narrative:
Additional information was received that the patient still had coverage even with high impedances and it was patient's preference to have the system be removed. Device evaluation indicated that the ipg passed visual, electrical, operational environment, performance and photographic imaging tests performed. The source of the complaint was verified to be the associated leads whose wires were fractured 1 cm from the clik anchor site. The ipg was verified to be working as expected. The complaint has been confirmed. A pronounced kink was noted at the clik anchor site. X-ray inspection revealed broken cables 1 cm from where the clik anchor was tightened. This damage is the cause of the reported high impedances. Additionally, the lead body was cleanly cut. This kind of damage is a result of a typical explant procedure and it is not considered a failure. The complaint has been confirmed. A pronounced kink was noted at the clik anchor site. X-ray inspection revealed broken cables 1 cm from where the clik anchor was tightened. This damage is the cause of the reported high impedances. Additionally, the lead body was cleanly cut. This kind of damage is a result of a typical explant procedure and it is not considered a failure. Device evaluation indicated that the clik anchor passed visual test performed.